Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data. H3-not returned to manufacturer: this was inadvertently checked, whereas the device was returned on (B)(6) 2020 to the manufacturer. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).